Event description:
It is reported was reported that the customer received multiple a-21, a-17, and ow reservoir alarms. The customer had a blood glucose level of 430 mg/dl. Trouble shooting was conducted and it was determined that the insulin pump needs to be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump had no button response due to a flattened dome switch on the escape button. No functional testing could be performed due to the unresponsive button. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).